Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as diarrhea. On the same day as the onset, the patient was hospitalized for the event of peritonitis. On same day, the patient began treatment with vancomycin (intraperitoneally, 1 gram, once in 5 days) and injection fortum (intraperitoneally, 1 gram, once a day) for peritonitis. At the time of this report, the patient was still in hospital and was recovering from the event. Dianeal therapy was ongoing. No additional information is available.